Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge change errors with multiple cartridges during the load process. Customer's blood glucose was 130 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.